Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 130 mg/dl. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.